Event description:
The fixator was applied to treat a distal radius fracture. Several weeks later, the pt noted both ball joints were loose. Both screw clamps were loose and the fixator "came off" the pt. The pt was casted and has since healed.